Manufacturer narrative:
A patient experiencing migration at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and charging difficulty. X-ray imaging revealed migration of the lead and ipg. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg were repositioned to address the issue.